Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient hit their head at the burr hole site and an infection spread throughout the system. Surgical intervention took place wherein the system was explanted. The patient was admitted to the hospital and placed on oral antibiotics.